Event description:
Dr was doing fixation of left distal humerus supracondylar fracture. Tip of the 3.5 mm cannulated tap broke off in the bone. Md unable to remove tap fragment in the fracture site due to the stable fixation it had achieved.